Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green tip protector disconnected from two (2) amia automated pd therapy cassettes. The care giver (cg) noticed that the green tip connectors had fallen off during setup for patient therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Of the two (2) devices, one (1) device was not received for evaluation; therefore, a device analysis could not be completed. One (1) device was received for evaluation. A visual inspection was performed and a loose green pull cap to the patient connector was observed inside the open pouch. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.